Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 54cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is 1 connector pin was not returned. An extraction aid was found in the lead body. The performance of the lead fragment was scrutinized, including a visual inspection. Signs of abrasion were found between 6cm and 3cm proximal to the lead. However, the insulation was not breached in this region. A thorough analysis demonstrated that the lead tip including the fixation helix was covered in calcified appearing tissue residuals. Calcifications are known to cause high pacing thresholds and are thus assumed to be the root cause of the reported high pacing threshold. Further damages such as ruptured insulation from the ring electrode, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to high threshold. No adverse patient events reported. Should additional information become available, it will be added to this file.